Event description:
It was reported that on (B)(6) 2013, a physician performed an uneventful novasure endometrial ablation. Pre and post hysterectomy revealed "no adverse issues" and the pt was discharged home. On (B)(6) 2013, the pt reported to the physician that she was experiencing continued abdominal pain, but "no fever and no excessive bleeding." The physician prescribed "pain meds, specifically vicodin (acetaminophen and hydrocodone)." On (B)(6) 2013, the pt presented to a "local facility" with "continued abdominal pain." It is unk if intervention was required. On (B)(6) 2013, the pt reported to the physician that she underwent a hysterectomy on (B)(6) 2013, and that after the uterus was removed the physician noticed a small perforation, but there was no bowel injury. She was discharged home and doing "fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).